Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the structural balloon failed to inflate inside the patient. Once it was removed from the patient, it did inflate. There was no reported patient injury or adverse event.